Event description:
The customer received a blood glucose result of 148mg/dl. The customer was dizzy and paramedics were called. When the paramedics tested they received a result of 31mg/dl. The customer was given a sugar solution. A request was made for the return of the suspect device and replacement product was sent.